Event description:
A malfunction was reported on a pump by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided instructions to reset the pump and assisted the caller with the reset. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues reoccurred.